Event description:
The following has been reported by customer: the device has some strange errors that the distributor cannot resolve, and it is advised to send the device to brezins for service. Error ID 46. Error ID 51. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical error 46, 51 and 99 were found which confirms the reported event. The reported device was received in brézins for investigation. Once in brezins, nothing was noticed during both external and internal visual checks. During functional test, the reported event was confirmed with the failure of the speaker test. Then it was impossible to launch an infusion. A cross test with a new power supply board confirmed the failure, but not with a new battery. Therefore the reported event is confirmed and the root cause is probably due to a defective power supply board. Please be informed that an internal CAPA was opened for error 51. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.